Manufacturer narrative:
This report is for two unknown distal locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. The device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a trochanteric fixation nail-advanced (tfna) procedure on an unknown date due to a reverse obliquity proximal femur fracture. The tfna nail was statically locked to prevent shortening but an acute shortening at the femoral shaft was noticed two (2) weeks postoperatively. There were two (2) unknown distal locking screws implanted one (1) on each side of the fracture to statically lock it. There was no patient consequence at the time of surgery. No surgical delay. The procedure was successfully completed. This report is for two unknown distal locking screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 5¿5¿ customer quality conducted a review of the provided images. A complaint of fracture displacement was reported product was not returned, and investigation was performed based on the received medical images. A review of the medical images found no observable device issues with the implanted construct. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.